Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during surgery, they noticed that the plunger went over the iol. Additional information has been requested and received from the facility stated that the incident occurred during the progress of the implant, in the injection system. No more info available.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The device was returned in a clear plastic bag. The lock-out assembly has been removed. Insufficient amount of ovd is observed in the device no ovd past the lens. The plunger has been advanced to the depth guard and is advanced over the lens. The lens is advanced to nozzle entry and is crushed. Plunger override was observed. The root cause may be related to failure to follow the IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).